Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report the device fails operational check. There was no reported patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. Diode d13 was found with internal open circuit blocking the 18vdc rail.